Event description:
The pump was returned for service where a failure code 803:20 was found in the event history. An attempt has been made by baxter quality management to contact the facility, but no information has been obtained regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.